Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the device was broken. The issue was unrepairable. There was no further information available. This report is for one (1) reduc-forceps toothed softlo l146. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Part # 399.082, lot # 5942767, manufacturing site: (B)(6), release to warehouse date: 04 jul2017, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.